Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of travel coarse error during occlusion test was not confirmed. The device was powered and many occlusion testing done which did not duplicate event. Physical condition of device revealed chipped top front case . Bottom case had seal damage. Preventative action was taken to replaced clutch half's left and right with leadscrew and spring as a preventative measure, parts were over 5 years old.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps malfunctioned with travel coarse error during occlusion test. No patient involvement.